Manufacturer narrative:
One decontaminated device was returned for evaluation. Visual inspection of the sample revealed damage near the shoulder of the syringe, confirming the customer's complaint. Due the sample's condition, functional testing was not conducted. The noted damage resulted in a hole being present, which most likely would cause leakage. The root cause was not established. No further action will be taken at this time. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after drawing blood, blood leakage was noticed, upon inspecting the product the syringe was damaged. There was patient involvement, and no patient harm reported.